Manufacturer narrative:
(B)(4). (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of an intraocular lens (iol), the trailing haptic was cut/missing. The lens was cut and removed from the eye and it was discarded by the customer. Additional information was received and it was learnt that there was an incision enlargement, but no vitrectomy was performed. The patient's outcome was reported to be good. Steroids for inflammation were prescribed by the doctor. Visual acuity pre-op (pre-initial implant): 20/40. Visual acuity post-op (post-replacement):20/25. No further information was available.

Manufacturer narrative:
In the initial MDR, it was reported patient had inflammation. (B)(4). The intraocular lens (iol) was not returned to the manufacturing site for inspection; returned product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specifications. No non-conformance report was found associated to the production order. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.